Event description:
Failure of inflatable penile prosthesis. Explantation with reimplantation of a 3 piece inflatable penile prosthesis. Initial implant (B)(6) 2009 outside of our healthcare system. The device became nonfunctional.